Event description:
It was reported by service report that the head end lift was stuck in an elevated height and not lowering. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - loose bolts; potentiometer lost limits.